Event description:
A day after treatment with juvederm ultra plus in the nasolabial folds and 8 units of botox in the glabellar area, the pt presented with a possible infection, swelling and pus in the right nasolabial fold. The physician used topical alcohol rub for aseptic and local anesthesias: benzocaine, lidocaine and tretacaine from a vial during the treatment. An ice pack and topical neosporin were applied after the treatment. The physician prescribed cipro, keflex, and bactroban for the symptoms and the pt was treated with IV antibiotics treatment with vancomycin at a hosp. The pt took ampicillin the day following treatment without the physician's knowledge.

Manufacturer narrative:
Device eval summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications.